Manufacturer narrative:
(B)(4).

Event description:
It was reported that a damaged wire occurred. The sensor was inserted into the arm. It was indicated that the patient was reaching out for something then the sensor got ripped off and the transmitter holder got separated from the sensor patch, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.